Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was starting up. The customer has performed multiple restarts, but still the issue persisted. Analysis of the system log files showed that the system did not start correctly. Upon troubleshooting, fse found the suite pc was not turning on and the hard drive was not switching on with power on the suite pc. To resolve the issue, fse replaced the memory battery. The same issue reoccurred after a few days, where fse replaced the switch, mini display port, and suite pc and reinstalled power distribution unit software to resolve the issue. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not starting up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.